Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Unable to interrogate device due to lvad interference. No lead shields available to troubleshoot and unable to adjust lvad at this time. Device remains implanted. Should additional information be received, this file will be updated.